Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of slow to power up and unable to interrogate however the hard drive was reconfigured and the software reloaded and updated as a preventive measure. It was additionally noted that the stylus was not working and it was therefore replaced and the overlay calibrated and that the latch was broken off of the media bay door and the media bay door was replaced. The circuit boards and mechanical parts were inspected and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a software update, the programmer was slow to power up or would not allow for interrogation at all. The programmer was returned for service and a test and calibration procedure. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.